Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system had a mechanical failure. The gantry was realigned and then functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door open message on the pendant shows when the door is closed. The site contact tried to apply pressure to the sidewall covers with no resolution. No patient was present.